Manufacturer narrative:
Concomitant products: 8637-40 neuro pump, implanted (B)(6) 2010; 8709 catheter, implanted (B)(6) 2002, product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Atrial tachycardia/ atrial fibrillation (af) episode recorded on (B)(6) 2016 with apparent non-physiological oversensing seen on the electrogram. Atrial tachycardia/ atrial fibrillation (af) episodes recorded on (B)(6) 2016 with far field r-wave (ffrw) oversensing following ventricular paces.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and noise. Reprogramming was performed which resolved the ffrw oversensing. Further testing will be performed in an attempt to resolve the noise. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.